Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of constant upstream occlusion through the history log, but could not reproduce it. Evaluation found low readings on the ultrasonic sensor, resulting in the false alarms. As a result, the ultrasonic sensor was replaced.

Event description:
It was reported that a spectrum pump had constant upstream occlusion alarms. It was also reported that there was no patient incident.